Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). The leak was describes as probe drips on top of the sample tubes and on top of the bath shield in the instrument. The volume of the leak was about 5-10 ml and was not contained within the instrument. The operator was wearing personal protective equipment of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and found that the customer had already repaired the leak when she arrived onsite. The customer had found a leak at the top fitting of the probe wipe rinse block. The tubing at the top fitting of the probe wipe delivers diluent for the backwash of the probe. The customer trimmed and reattached the line and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).